Event description:
Patient reported to clinic that he went for an MRI and it was halted because the device felt hot. Clinician did not know what type of MRI equipment was used and will try to investigate further what the patient was being scanned with and will report back. Device remains implanted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.